Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, when the customer powered up the perfusion sys, a red bar error message came across the central control monitor (ccm) stating "roller pump failure". The roller pump itself came up and the display of the roller pump was powered on. As a result, an alternate sys was employed. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the pt.

Manufacturer narrative:
The field service rep (fsr) confirmed this complaint. The fsr verified the error message of "large roller pump: 1 fail" on the ccm. Then he opened up the perfusion screen to see the affected roller pump having an "x" over it. The fsr spoke with technical support and determine that the pod circuit board was at fault. The fsr installed the new pod circuit board and performed service testing on the roller pump. The unit operated to MFR specifications and was returned to clinical use. The fsr downloaded the data logs. Both the data logs and pump pod assembly were returned to the MFR for evaluation. If additional info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.